Manufacturer narrative:
Concomitant medical products: w3dr01, ipg, implanted: (B)(6) 2019. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach at the first rib /clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) and right ventricular (rv) leads were returned to the manufacturer for analysis and tested out-of-specification. No patient complications have been reported as a result of this event.